Event description:
It was reported that a flo-gard infusion pump had a defective keypad. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test, battery testing and a review of the alarm log was performed. During visual inspection the keypad was found to be damaged; the cause of this was unknown. To correct the condition, the keypad was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.